Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains impla nted and the controller remains with the patient. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed one (1) low flow alarm logged on (B)(6) 2025 at 08:05:40. Review of the controller log files also revealed one (1) controller fault alarm logged on (B)(6) 2025 at 04:44:38, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review revealed a motor start with parameters outside of the typical range.

Event description:
It was further reported that the motor start event occurred on a motor fixture.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Updated g3 date MFR rec: section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 12:49:20 and at 14:07:12, in which the motor start parameters were atypical. Of note, the atypical motor start on (B)(6) 2025 at 14:07:12 occurred while the controller was connected to a motor fixture. Log file analysis also revealed four (4) low flow alarms logged since (B)(6) 2025. Review of the controller log files associated with (B)(6) revealed a controller power up event with an associated motor start event logged on (B)(6) 2026 at 11:55:41. Various parameters, including time, patient ID, and vad ID were programmed on (B)(6) 2025 following the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file associated with (B)(6) revealed seven (7) vad disconnect alarms logged on (B)(6) 2025, indicating the controller was powered up without the driveline connected and a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Review of the controller log files associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 04:44:38 and at 09:01:32, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the alarm file associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 13:12:05, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 28-feb-2018 / serial or lot#: (B)(6) UDI: (B)(4),(B)(6) d9: no h3: no h4: mfg date: 28-feb-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited low flow alarms and controller fault alarms, indicating an internal battery end of life. It was also noted that the cause of the low flow alarms was due to dehydration. The controller was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.